Event description:
Complaint description: the doctor was inserting the central venous catheter and the guide wire separated. Another central venous set was used successfully.

Manufacturer narrative:
(B)(4). The customer returned a single spring-wire guide (swg) for investigation. Visual and microscopic examination of the swg revealed the distal j-bend tip had a slight kink with offset coils. No other issues were found. The proximal and distal welds were intact, full and spherical. The slight kink with offset coils was located approximately 7 mm from the distal weld. The swg body length and outer diameter were measured and were found to be within specification. The returned guide wire was advanced through a lab inventory 18ga introducer needle connected to a lab inventory ars to functionally test the guide wire. The guide wire passed through both components without any significant resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was slightly kinked on the distal j-bend tip. The returned guide wire met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The device (catalog# - 5-lumen catheter) is not intended for sale in the us. Component (spring wire guide) is sold in the us.

Event description:
The doctor was inserting the central venous catheter and the guide wire separated. Another central venous set was used successfully.